Event description:
It was reported that after 9 days of implant duration, the patient came back to the hospital because of recharging issues. The implantable neuro stimulator (ins) was almost empty and recharging was noted to be difficult with poor coupling noted between the ins and recharger. The patient was reported to have "high settings" which did not control their movement disorder. The patient had 50% left in the battery but it was decided to explant the device and replace it with a non-rechargeable neurostimulator. It was noted that the patient had "good results" with the non-rechargeable neurostimulator using the same high settings. No injuries were reported and was noted that this patient was most likely not suitable for a rechargeable neurostimulator. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no anomalies. Final analysis of the adaptor revealed there were no anomalies. Final analysis of the plug revealed there were no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.